Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 99 mg/dl, compared with the sensor glucose reading of 48 mg/dl. The customer also reported change sensor alert and a calibration error alert. The customer found that the sensors were expired. The customer was informed that the sensors would be replaced, and to return the malfunctioning sensor back for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed due to high readings.